Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used aniosyme x3 detergent with creo medical double brush to clean the operating channel, the suction pistons/cylinders, and operating channel port. The customer manually disinfects the scopes using aniosyme x3. For automated endoscope reprocessor (aer) treatment, the getinge washer along with aperlan poka-yoke agent a and b detergent and aperlan poka-yoke disinfectant was used. The scope was stored horizontally in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope air/water channel tested positive for 3 colony forming unit (cfu) of unspecific micro-organisms species. The scope operating channel tested positive for 2 colony forming unit (cfu) of stenotrophomonas maltophilia and suction channel tested positive for 15 colony forming unit (cfu) of enterobacter aerogenes on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide the hmi chu country microbiological results and device evaluation. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for 2 colony forming unit of gram-positive bacteria. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end cover insulation less than threshold, light guide cover lens cracked, angle rubber glue separated, angle rubber glue white clouded, connector plug unit corroded (error b30), up/down knob angulation less or specified value, and biopsy channel wear and tear. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.